Event description:
Customer reports that the strip vial label has rubbed off and that the use by date is illegible. No adverse event reported. Requested return of suspect vial and replacement was sent.